Event description:
Device malfunction: device #1 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a trained physician attempted arteriotomy closure of an unspecified artery using the perclose at after an interventional procedure. Reportedly, an anterior cuff miss occurred. The device was replaced with a second perclose at which had the same results. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received. Device #2: perclose at, part #12337-06, lot #56046-6h, is being filed under a medwatch MFR number.